Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102, charge profile faults, discharge profile faults) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 102. The cause for the service code and faults was isolated to jumper j1000 on the monitor's computer/analog pca. Pins 1 and 2 of jumper j1000 had an intermittent connection. The root cause for the defective j1000 jumper could not be positively identified. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient 's monitor was displaying a service code 102 (charge profile fault) and was producing charge profile faults and discharge profile faults.